Manufacturer narrative:
The intraocular lens remains implanted. (B)(4). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had multifocal lenses implanted bilaterally on (B)(6) 2013. She has had issues ever since. She cannot see especially at night. She had laser done to correct for astigmatism on (B)(6) 2013. She reported that it is better but still not the best and described her vision as cloudy. She had bilateral yag capsulotomy done on (B)(6) 2013 and again in the right eye in 2016 to treat significant posterior capsule opacification (pco). The patient mentioned that she is worried about posterior chamber weakening. The last surgeon she went to see (dr. (B)(6)) suggested an explant but the patient was concerned about explanting the lens after this many years. During follow up with the doctor he mentioned that he did not notice any opacification on the intraocular lenses, but there were posterior capsular opacities. It was mentioned that the patient had increased blurring in left eye for the past 2 months. The doctor noticed that when he checked her eyes this month again, he noticed significant pco on the residual posterior capsule affecting a large portion of the rings in the optic of the lens in the left eye. The patient is seeking further opinion on iol exchange. The doctor plans to perform supplementary yag post capsulotomy on the left eye if the patient does not plan to have iol exchange. No additional information was provided to abbott medical optics. Note: 2 MDR¿s will be submitted, one for each eye. This report pertains to the right eye.